Event description:
It was reported that the lead exhibited intermittent loss of capture and unacceptable thresholds. The lead was repositioned. On (B)(4) the lead continued to exhibited the same anomalies and under sensing. The lead remained implanted and repositioning would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.